Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient stated that the lack of effect and getting wet was because the device was under functioning and they reset the device and increased the setting. They also stated that it was unknown if the uti was related to the device or not. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the ins was not working well because the patient was not having the urge to go to the bathroom and so they will wake up wet. It was further stated that the patient now had a uti. Patient was redirected to follow up with their health care professional. No further complications were noted or anticipated.

Manufacturer narrative:
Additional review determined (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient stated that the lack of effect and getting wet was because the device was under functioning and they reset the device and increased the setting. They also stated that it was unknown if the uti was related to the device or not. No further complications were noted or anticipated.